Manufacturer narrative:
Checking the manufacturing charts of the devices removed in the revision surgery hereby reported, no pre-existing anomaly was discovered in the items belonging to the same lot number and sterilization number as the components involved in this event. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to chronic dislocation. The reverse implant was replaced by hemi. Date of previous surgery is unknown. The following components were removed: - smr humeral extension + 9 mm (part code 1352.15.001, lot number 2313276, sterilization (B)(4)). - smr reverse liner retentive (part code 1365.50.821, lot number 23at3bw, sterilization (B)(4)). - smr glenosphere ø40mm (part code 1374.09.120, lot number 1506088, sterilization (B)(4)). - smr metal-back glenoid std (part code 1375.21.010, lot number 1617881, sterilization (B)(4)). The above-mentioned devices were replaced by the following new ones: - smr adaptor for reverse body (part code 1352.15.200, lot number 2410001, sterilization (B)(4)). - smr extension for reverse humeral body (part code 1352.15.001, lot number 2515817, sterilization (B)(4)). - smr cta head (part code 1323.09.460, lot number 2517496, sterilization (B)(4)). The patient is a male, date of birth (B)(6) 1944. The event happened in the united states.